Event description:
The customer reported to olympus, that the gastrointestinal videoscope had a foreign object in the forceps opening at the tip. The issue was found during regular inspection for use for an unknown procedure. The procedure was completed using the same equipment. There were no reports of patient harm. Patient identifier (B)(6) captures a related event. (Model number: gif-xp260ns).

Manufacturer narrative:
The device was not returned to olympus for evaluation and the incident could not be confirmed. Based on the results of the investigation, the definite root cause could not be identified. A device history review revealed that the product was shipped in accordance with specifications. No issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): "instruction manual evis lucera gif/cf/pcf type 260 series operation chapter 3 preparation and inspection describes the detection method. Instruction manual evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization chapter 3 cleaning, disinfection, and sterilization procedures describes preventive measures." Further information was provided by the customer. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the scope, there was no delay in the start of the pre-cleaning, the scope was wiped/brushed with clean lint-free cloths, brushes, or sponges. Although there are no abnormalities, a reviewed of the reprocessing process and guidance on optimizing the frequency of washer filter replacement was provided to the customer. Olympus will continue to monitor the field performance of this device.